Event description:
It was reported the patient felt no stimulation and stated "she doesn't think its working." It was stated the patient had to wear pads and was going to the bathroom all the time. It was later reported the patient never had therapeutic effect. It was stated when the patient had their device implanted, their physician was ¿new to the field and did not know much.¿ it was noted a manufacturer representative had to come and do the reprogramming, and finally the nurse learned how to program. It was stated the patient continued to wear pads throughout the day and night and was not getting 50 percent relief. The patient stated they felt painful from vaginal area to their leg and it occurred when they were sitting down as well and especially when they used their patient programmer. It was reported the patient never had an infection, but felt like someone was ¿punching her in her leg.¿ it was noted the patient was depressed and uncomfortable, from using their pads. It was stated when the battery was dead for six weeks, the patient did not use their patient programmer and did not have any pain.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v454986, implanted: 2010-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).